Event description:
During routine testing of the device, the user reported the occluder would only work using the central control monitor. The touch controller for the occluder did not function as expected. A field service representative will visit the customer's facility to repair the device. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.